Event description:
This is submitted to report the difficulty positioning the clip delivery system (cds), which resulted in the clip being deployed in an unintended site. This is considered a serious injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. After a successful transseptal puncture at 4.5 cm, the steerable guiding catheter (sgc) was advanced to the left atrium (la) without issue. The clip delivery system was inserted into the sgc and the cds was advanced to the mitral valve. The clip was opened and aligned over the mitral valve leaflets. The delivery catheter (dc) was advanced distally below the valve. During verification of the position, it appeared that there was not enough room to retract the dc for a correct grasp. Difficulty was then noted going back into the la because the dc handle was now fully retracted. The clip went up the left atrium appendage (laa), in a position where it was not possible to mobilize the clip. It was decided to deploy the clip in the laa. After the sgc was removed, a tear was noted in the septum. The physician suspects that the tear was caused by the sgc. The physician presumed that the instability and the position of the cds was due to the tear in the septum. The patient was confirmed to be clinically stable post-procedure, and no further treatment has been planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for difficulty positioning the clip delivery system (cds) and difficulty removing the device can include, but are not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure resulting in damage to the internal components) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, difficulty positioning the cds and difficulty removing the device may be influenced by patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device during the procedure or excessive curves applied to the device by the user. Based on the information reviewed, since there were no reported steering issues with the cds itself, it is likely that the tear in the septum resulted in a loss of height over the valve and subsequently caused the difficulty positioning the clip. The subsequent attempts to position the clip (under straddling and retracting) likely resulted in increased tension on the system such the clip became caught in the left atrial appendage and could not be removed. The reported difficulty positioning and removal the device appear to be related to patient / procedural conditions. A review of the device history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guiding catheter referenced, is filed under a separate medwatch report number.